Event description:
The reporter stated, the surgeon inserted a cq2015a collamer aspheric three piece lens. The lens tore during insertion into the eye. Lens was cut to remove from the eye. There was no patient injury. Another same model and size lens was implanted. The reporter stated, this incident was due to loading error.

Manufacturer narrative:
(B)(4).